Manufacturer narrative:
(B)(4).

Event description:
It was reported "nurses conduct a startup test on the pump every day to ensure its normal operation. When the pump is turned on, it is found that there is no battery storage function, and it cannot be turned on. No personal injury was caused". No patient involvement reported.

Event description:
It was reported "nurses conduct a startup test on the pump every day to ensure its normal operation. When the pump is turned on, it is found that there is no battery storage function, and it cannot be turned on. No personal injury was caused". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "there is no battery storage function, and it cannot be turned on" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and service's must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.